Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints in the reported lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a patient with blurred vision following intraocular lens (iol) implantation. The site reported an incorrect power anisometropia and a lens exchange was performed approximately two months later. Additional information is requested.